Manufacturer narrative:
Concomitant medical products: 5568-45 lead. Implanted: (B)(6) 2003; 419488 lead. Implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted oversensing on the right atrial (ra)and right ventricular (rv) leads. Possible high threshold was also noted on the ra lead. Noise was also noted on the rv lead. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.